Event description:
Pin released from the inserter after inserting the anchor. Doctor attempted to remove the inserter pin with an arthroscopic grasper. The pin broke. The smaller of the two pieces was removed from the joint space. The larger of the two floated into soft tissue where it remains. Doctor felt it would be more traumatic to attempt retrieval, than to leave it in the soft tissue where it will encapsulate.